Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence, asthma, cyst, anal itching, meningitis, gerd and nabothian cyst. Concurrent conditions included obesity, hyperlipidemia, diabetes, arthralgia, urinary tract infection and uterine bleeding. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced vision blurred ("vision/ eye problems type: blurry vision"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced iron deficiency anaemia ("anemia"), neuralgia ("neurological conditions or problems type: peripheral neuropathic pain"), dry skin ("rashes or skin conditions type: dry skin"), vitamin d deficiency ("other injury(ies) or complication (s) please describe: vitamin d deficiency") and rash papular ("rashes or skin conditions type: red patches of bumps"). In (B)(6) 2017, the patient experienced bladder dysfunction ("bladder muscle dysfunction"). In (B)(6) 2017, the patient was found to have cardiac murmur ("heart murmur"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and oxygen saturation decreased ("I was not able to tolerate longer surgery due to my oxygen level decreasing."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia and migraine had resolved and the psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, weight increased, vaginal haemorrhage, cardiac murmur, nausea, neuralgia, dry skin, vision blurred, vitamin d deficiency, bladder dysfunction, rash papular and oxygen saturation decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, bladder dysfunction, cardiac murmur, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, neuralgia, oxygen saturation decreased, psychological trauma, rash papular, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2010, (B)(6) 2011 (as per pfs), plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, bleed -interpreted as general abnormal bleeding, bladder problems, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2017: findings. Uterus cervix: unmarkable: benign nabothian cysts. Right ovary . Mass or cyst: small simple cysts. Left ovary mass or cyst: small simple cysts. Impression: normal, iud retroverted uterus with iud in proper position. ((B)(6) 2017). ¿complex I.3 cm cyst in the left ovary. Six-week follow-up recommended. 2 cysts in the right ovary measuring up to 2.7 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; abdominal pain, menorrhagia, bladder dysfunction, iron deficiency anemia, fatigue, vitamin d deficiency, cardiac murmur, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and medical records received: previously added event injury was replaced with events - abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding, psych injury, bladder problems, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, weight gain, abnormal bleeding (vaginal), bladder muscle dysfunction, heart murmur, migraines / headaches, nausea, peripheral neuropathic pain, red patches of bumps, dry skin, blurry vision, vitamin d deficiency, lower abdominal pain. Reporter information, patent demographic details, lab data and medical history added. On 20-sep-2019: follow up 2,3 and 4 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.